Event description:
According to the reporter, during a procedure, after connecting the product to the handle main unit, the tip of the two devices did not close completely when using it, so the needle could not be inserted. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4c0813), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4a0852), sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an esophagectomy, after connecting the product to the handle main unit, the tip of the two devices did not close completely when using it, so the needle could not be inserted. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.